Event description:
The port was found to be leaking at the site, so they deaccessed and were unable to pull the safety down over the needle due to the needle being bent. The needle was saved and they had to reaccess the patient with a new 1/2 inch safestep.

Manufacturer narrative:
The complaint of a leak was confirmed, and will be considered manufacturing related. A leak was detected at the needle hub. The leak path was located along the interface between the proximal end of the needle and the extension set tubing. A chr of lot #d818637 showed four other similar product complaint(s) from this lot.